Event description:
Follow-up information indicated the patient was found to have a methicillin resistant staphylococcus aureus (mrsa) infection and was hospitalized. No further information was provided to the manufacturer.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's implantable neurostimulator (ins) was removed due to an infection.